Event description:
The customer contact reported a delay in critical therapy. The pump was programmed to deliver an unspecified concentration of milrinone and epinephrine at a rate of 50ml/hr. No further programming parameters were provided. During pt transport while operating on battery power, the pump reportedly delivered for 4 minutes, sounded an audible alarm tone and stopped delivering. The pt became hypotensive and was treated with an unspecified dose of epinephrine and levophed. Though requested, no additional info was provided.